Event description:
It was reported that the patient presented in clinic after receiving a vibratory notifier. Upon interrogation, increased hv lead impedance was observed. Also noted was a nonsustained lead noise alert. Reprogramming was recommended and lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.